Manufacturer narrative:
Analysis of the returned amplatz ptfe guidewire revealed that the core wire was exposed and fractured. Additionally, the guidewire presented with scrapped coating in two sections along the wire. External analysis confirmed side tension overload motion contributed to the fracture of the core wire. Therefore, operational context contributed to this event. Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, while withdrawing the amplatz guidewire from the right kidney, the physician noticed resistance. Reportedly, the distal "sheathing" broke off the wire and was removed from the right ureter by use of forceps. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.